Event description:
It was observed that during the device evaluation, the gynecology hysteroscope, exhibited a broken objective cover glass due to a component failure of the objective cover glass. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the broken objective cover glass was a component failure of the objective cover glass. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.